Event description:
Customer reported to beckman coulter, inc. (Bec) that the cap piercer of the unicel dxc 800 synchron system (dxc 800) was spraying autogloss. Customer reported that about 3 - 4 ml of autogloss was spilled. Customer reported they used wipes with detergent to clean the spill. Customer reported the dxc 800 generated 30 erroneous results. Customer indicated that the erroneous results were not reported out of the laboratory. Customer reported there was no change to patient treatment. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleared debris occluding the waste line number 119.